Event description:
Reporter stated that he is a diabetic patient, he recently received his droplet syringes in the mail, when he tried using his syringe he found that the syringe is defective. The needle is blunt they cannot penetrate his skin.